Event description:
It was reported that during a scheduled follow-up, the atrial lead exhibited noise. The noise could not be reproduced with arm movements and light manipulation. The patient did not experience any symptoms and was stable throughout. All other electrical values were checked and stable values were noted. The physician elected not to make any changes.